Manufacturer narrative:
(B)(4). See manufacturer¿s report # 3004209178-2018-08024 for the patient¿s other issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient had, on average 2 utis per year. The cause of the uti was unknown. It was noted that the patient¿s uti was most likely related to the patient¿s underlying urinary dysfunction and not related to the implanted device/therapy. As actions to resolve the uti issue the response in the document was illegible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they started having leakage around (B)(6)2014. During the later part of 2015 they started having urinary tract infections and still continue having them to this day. During their (B)(6) 2016 visit it was discovered that they needed the leads and generator replaced. On (B)(6) they upped the stimulation "to 9" because they were not feeling anything and the urge to go had gotten worse and the utis were still going strong.no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ee4n, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead; product ID: 3889-28, serial/lot #: (B)(4) ubd: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that implant was removed because "the leads and battery died." Patient was not sure if it was normal or abnormal battery depletion. The patient indicator for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported/anticipated.